Event description:
The customer reported leakage from the septum of the maxplus clear connector during a chemotherapy infusion in the oncology unit. Although some chemo residue was reported on pt, no pt or staff harm was reported as a result of the event. No add'l pt or event details were reported by the customer.

Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.